Event description:
It was reported that during a vena cava filter placement procedure, the filter leg wires were allegedly entangled at the time of release. It was further reported that the filter did not unfold. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one radiographic video was provided and reviewed. The video depicts the device having been introduced via a femoral access. All legs of the filter appear to be tethered such that the device does not fully open. Therefore, based on the video review, the investigation is confirmed for the reported expansion failure as all legs of the filter appear to be tethered such that the device does not fully open. A definitive root cause for the expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter leg wires were allegedly entangled at the time of release. It was further reported that the filter did not unfold. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.